Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012 manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: utd.arab emir. The thread separated from the needle.

Manufacturer narrative:
Samples received: 3 unopened pouches and 2 opened. Analysis and results: there are no previous complaints of this code batch. We manufactured and distributed in the market (B)(4) units of this code batch. There are no units in our stock. We have received three closed samples and two open and used samples with the needle detached from the thread. Tightness test to the closed samples received has been performed and the units are tight. We have tested the needle attachment of the closed samples received and the results fulfil the requirements of the european pharmacopoeia (ep): 1.87 kgf in average and 1.70 kgf in minimum (ep requirements: 1.53 kgf in average and 0.46 kgf in minimum) a minimum of five samples would be preferred because is the minimum number of units that requires the pharmacopoeia. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b.braun surgical requirements. Final conclusion: although the results of the closed samples received fulfil the specifications of european pharmacopoeia/ b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.